Event description:
A user facility reported to olympus the presence of contamination in the pipeline of evis exera lll gastrointestinal videoscope. The device was inspected before use and the malfunction was found before washing the device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. Due to clogging of the suction tube in the universal cord, foreign objects came out of the suction port. The foreign material could not be identified. The root cause of the foreign material could not conclusively be specified since it is unknown if the reprocessing was conducted in accordance with the instructions for use from the obtained information. The following additional findings were also noted: bending angle in up direction does not meet the standard value, scratch on the side of the protector on the universal cord on the scope connector, assorted scratches, peeled paint on the suction cylinder, shaved forceps channel port, chipped adhesive on the bending section cover, due to deformation on the bending tube, angulation skips during angulation in the up direction, and the play of up/down know is out of standard value. The customer later confirmed that that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure when the foreign material adhered to the scope. Additionally, there was no delay in the start of pre-cleaning, the customer flushed the nozzle with water and air, they wiped the nozzle with clean lint-free cloths and flushed the nozzle with detergent solution. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The event can be detected and prevented in accordance with the following IFU. The instruction manual gif/cf/pcf-190 series operation manual describes how to detect for the suggested event in ¿chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-190 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.